Manufacturer narrative:
Section h6 medical device problem code: "2896 - communication or transmission problem" corrected to "1184 - display or visual feedback problem". Manufactures investigation conclusion: the reported event of a replace controller and lcd fault alarm was confirmed via the log file review. The log file spanned approximately 20 days ((B)(6) 2021 per the timestamp). A replace controller with a yellow wrench advisory alarm activated on (B)(6) 2021 at 01:44 due to an lcd fault alarm. The lcd fault was active several other times throughout the log file but was not active long enough to activate an audio/visual alarm. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller, serial (B)(6), was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace controller and lcd fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during interrogation of device, a single replace controller alarm from several weeks ago that seems to have resolved was observed. Log file submitted captured a yellow wrench/replace controller event on (B)(6) 2021 at 0144 which was associated with a liquid crystal display (lcd) fault, which caused a momentary communication breakdown between the lcd screen of the controller and the processor in the controller. The pocket controller has resolved this event on its own and required no intervention at the time. No additional information provided.